Manufacturer narrative:
Device evaluation details: the product was not returned. Result of investigation revealed no abnormalities were found in production and inspection records of the product. The exact root cause was not ascertained. Serial # (B)(4) - model 250.

Event description:
The leading haptic broke in half. The surgeon needed to enlarge the incision to remove the iol from the patient's eye. Patient prognosis is reported as good.